Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Abdominal pain [abdominal pain]. Joint pain [joint pain]. Menstrual disturbances [menstrual disturbance nos]. Mood alteration [mood altered]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (two full-term pregnancies,). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), menstrual disorder ("menstrual disturbances") and mood altered ("mood alteration"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthralgia, menstrual disorder, mood altered and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2019: result was normal. [Ultrasound abdomen] on (B)(6) 2020: confirmation of total removal, with no remnants. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: quality safety evaluation of product technical complaint. (B)(6) 2025: health authority reference number added. (B)(6) 2025: no new information updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], abdominal pain [abdominal pain] , joint pain [joint pain] , menstrual disturbances [menstrual disturbance nos], mood alteration [mood altered] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (two full-term pregnancies,). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), menstrual disorder ("menstrual disturbances") and mood altered ("mood alteration"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020 at the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthralgia, menstrual disorder, mood altered and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2019: result was normal. [Ultrasound abdomen] on (B)(6) 2020: confirmation of total removal, with no remnants. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.